Event description:
After difficult placement of the sheath (calcification of the access artery, several previous punctures) a successful pta and stenting of the left access femoralis superficialis could be made. After finishing the interventions and while trying to remove the sheath, the valve came off. Then, the shaft of the sheath also came off in parts so that the sheath had to be excised.